Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide catheter: taiga al 3.5. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous, eccentric proximal left circumflex artery that was 90% stenosed. A 2.5 x 12 mm nc trek rx balloon dilatation catheter (bdc) was used and did not meet any resistance during advancement. However, the balloon ruptured during the first inflation at 12 atmospheres, which was inflated for 20 seconds. Therefore, the device was removed and a non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.